Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection on the surface of the skin near the thoracic incision. The abscess was drained and the nevro system was removed. The patient has recovered without sequelae.

Manufacturer narrative:
An explant date was inadvertently entered. The device was not explanted and a date should not be present. Corrected manufacturer narrative: the device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.